Manufacturer narrative:
The two patient side manipulators (psm) were returned to isi for failure analysis investigation. Patient side manipulator (psm) arm 1, part number 380900-01 and serial number (B)(4): failure analysis investigation found that the psm failed the weighted brake drop test. The brake failure is directly related to the reported error 23022. Patient side manipulator (psm) arm 2, part number 380900-01 and serial number (B)(4): failure analysis investigation found that the psm failed weighted brake drop test. The axis-2 brake was replaced to correct. This complaint is being reported due to the two patient side manipulator arms failing the weighted brake drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of the da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found that one of the patient side manipulators (psm) failed the brake inspection test and the other psm had multiple error 23022. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the two affected psms.